Manufacturer narrative:
Investigation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the primary device identification (di) number printed on the label is (B)(4) which corresponds to a d132701 (thermocool smarttouch catheter); however, the package corresponds to a nuvision ice catheter. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. An internal investigation was addressed to investigate this issue. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. Note: information received indicates the initial reporter account/facility is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported by the customer that the gtin information on the label of the nuvision ice catheter, 10f does not match product information registered under guidid website.